Event description:
A reliant balloon was intended to be used in a patient as an accessory product for another manufacturer's stent graft one month ago. There was an 18fr sheath in the right femoral and a 12fr sheath in the left femoral artery. The other manufacturer's stent graft was inserted from right femoral artery through 18fr sheath. The reliant balloon was used to model the stent graft without issue. The other manufacturer's contralateral limb stent graft was inserted from left femoral artery through 12 fr sheath and deployed. The physician then attempted to insert the same reliant balloon for stent graft modeling however, the physician felt resistance during insertion. The reliant balloon would not advance through the 12fr sheath. It was confirmed that the reliant balloon was under negative pressure. The reliant balloon was attempted to be removed from 12fr sheath, but the physician pulled hard on the reliant balloon and it was then that the reliant balloon catheter broke in two pieces. The physician removed the 12 fr sheath and the reliant balloon as one piece. The physician inserted a 14fr sheath and the balloon was changed and the stent graft was modeled. The device was returned for evaluation and the analysis is pending. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).